Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: there is a leak in the purple connector that is connected to the diet bottle.

Manufacturer narrative:
Investigation summary: the customer reported a leak in the purple connector that is connected to the diet bottle. No patient injury/harm reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A trend review of the reported lot was completed with no trend identified. A historical complaint review for the reported failure mode was completed with no trend identified. The reported device was not returned for evaluation, however, photographs were provided by the customer. Visual inspection of the photographs provided confirmed the report of leak as the tubing was detached from the cross-spike. An unused device was returned for evaluation. Visual inspection and functional testing performed found the device functioned as intended without failure. This reported complaint will be trended as a confirmed device failure. An investigation has been initiated for cross-spike leaks to determine the root cause of this device failure. No further action is required at this time. This reported failure mode will continue to be monitored and trended.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples were not received for the investigation. However, four photos were provided. The photos were visually analyzed, and the reported issue was confirmed. The photos show that the cross spike detached from the tubing line causing a leak. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for qa tracking and trending purposes.